Manufacturer narrative:
(B)(4).

Event description:
It was reported that in hemodialysis during insertion, the tip of the dilator was found indented and as a result the swg could not be passed through it. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.